Event description:
The philips call center coordinator reported that the customer reported the device is not working and only displays "device error" message on screen. The condition was noted during morning testing. There was no patient involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.